Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that they tried replacing the battery but the buttons still did not work. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer declined to replace the insulin pump. The insulin pump will not be returned for analysis.